Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed electrogram strips in which 13 shocks are administered for ventricular tachycardia (vt) which briefly converted the patient, but vt resumes and deteriorates rapidly. Subsequent shocks did not convert, and ventricular fibrillation (vf) became very fine. Intermittent undersensing of fine vf was seen in a later episode. There was no therapy delivered for a commited shock (after another divert/reconfirm) because the patient received an external shock and the device detected high voltage on the leads.